Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer had symptoms like nausea, vomiting and body ache. The customer was treated intravenous insulin and potassium. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.